Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nurse that the pt underwent a heart transplant. The hospital has requested evaluation of the lvad pump due to reported flow issues. Additional info obtained by the manufacturer stated that the pt expired on (B)(6) 2012 due to hemorrhage. The pt had been put on the transplant list due to return of heart failure symptoms and decreasing heart function.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.